Event description:
It was reported that this patient received a generator and lead revision due to high impedance. The explant facility is a no return site and historically has discarded explanted devices per their hospital policy. No further relevant information has been received to date.

Event description:
It was reported that this patient was referred for a possible lead fracture with possible generator upgrade. Additional information was received from the patient¿s neurologist that high impedance and low output current was seen during routine testing. It was also stated that x-rays suggested a lead fracture. No known surgical intervention has occurred to date. No other relevant information has been received to date.